Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous cyclic peritoneal dialysis pd) patient experienced cloudy dialysate and abdominal discomfort. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. Treatment, patient outcome and action taken with pd therapy were not reported. The reporter decline declined to provide additional information.